Event description:
The hookwire was placed into the patient's breast for a localization of a lesion. However, the hook did not appear to spring open and the wire was sucked into the breast. An incision was made with a scalpel, and grasped the hookwire with hemostats and removed it.